Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue, in which foreign objects were observed in the air/water (a/w) cylinder and a/w tube, could not be established. The event could have been prevented by following the instructions for use (IFU), which state: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection (chapter 4, page 68). A labeling review determined that the reported risk is adequately addressed in the IFU, and no revision is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During the evaluation of the device, the service repair technician observed foreign objects within the air/water (a/w) cylinder and a/w tube. There was no patient involvement.